Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ (B)(4)

Event description:
Information was received based on the review of a journal article titled, "the use of calcium carbonate beads containing gentamicin in the second stage septic revision of total knee arthroplasty reduces reinfection rate". The aim of the study was to analyze effectiveness and safety of packing the medullary canal of the tibia and femur with herafill, a void filler and antibiotic carrier, during second stage revision total knee arthroplasty for periprosthetic joint infection (pji). This retrospective study included a series of 56 patients treated for pji during second stage revision tka performed in the years 2008 to 2012. This article reported 56 revision procedures due to periprosthetic join infection and five subsequent cases of recurrent infections.